Manufacturer narrative:
A ge rep evaluated the system and reset the memory nodes and reloaded calibration files. The system operates as intended.

Event description:
The customer reported the collimator closed down and would not re-open. No pt injury was reported.